Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump alarmed low suspend. Troubleshooting was done. Customer's blood glucose was 206 mg/dl. Customer stated that suspend threshold limit was 70 mg/dl and sensor was 40 mg/dl. Explained the sensor glucose versus blood glucose reading differences. Customer's blood glucose was 254 mg/dl. Customer will replace the sensor. Customer's last blood glucose was 206 mg/dl. No further information provided.